Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 pump at the time of the event. On (B)(6) 2026, the patient reported being at home when she began feeling exhausted. At that time, the cgm was continuously displaying low. The patient performed a fsbg, which showed 530 mg/dl. The patient subsequently developed vomiting and decided to go to the emergency department (ed). Upon arrival, the cgm continued to display low, while the subsequent fsbg remained at 530 mg/dl. The patient was evaluated by a physician and was informed that she was experiencing diabetic ketoacidosis (dka). The sensor was removed, and the patient was treated with intravenous (IV) fluids and IV insulin. After several hours of treatment, the patient's blood glucose levels returned to a normal range. The patient was discharged on the same day. At the time of the report, the patient was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.